Manufacturer narrative:
G4: 29mar2021. B4: 29apr2021. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The device was evaluated by the customer and an international philips field service engineer (fse).the fse found no problems on the device. The device was reported to have passed functional testing. Review of the ventilator diagnostic report found multiple therapy driven error codes. No other anomalies were reported.

Event description:
The customer reported a ventilator a ventilator suddenly stopped working while in clinical use on a patient. The device was in clinical use at the time the issue was discovered.